Event description:
It was reported that a patient was scheduled for coronary artery bypass graft but was canceled due to porcelain aorta. Primary percutaneous coronary intervention was elected with a plan to fix the left anterior descending (lad) artery, right coronary artery, and chronic total occlusion. The patient was prepped in sterile fashion. Best practices were followed to access the right femoral artery and insert an impella into the left ventricle maintaining p-3 until dampening occurred. P-level was increased to p-7 while shockwaving the left circumflex artery (lcx) and lad artery. Diabetic ketoacidosis crush to the lad and lcx, ballooning to the lymphatic malformation, and the patient went into ventricular fibrillation (vf) on three occasions requiring defibrillation. The patient maintained airway and awareness after being shocked but the impella supported the patient during events of the procedure. Lactic was 1.4 after the procedure and vital signs were stable without recurrent arrhythmias so the doctor removed the impella per best practices. The doctor reported predisposition to vf because of coronary disease.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the investigation has been completed. Peri-procedural adverse event (ventricular fibrillation): in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Event description:
Additional information was received. The patient did not have pre-existing ep issues per the associate clinical consultant's knowledge.